Event description:
It was reported that during an ablation procedure, right atrial lead dislodgement was discovered. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.